Event description:
It was reported that the cuff extender was found to be ineffective. It is unknown if there was patient involvement and there was no reported harm.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no lot number has been provided.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.